Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for multiple patients. Three (3) patient samples were tested for accu tni and results were in the range of 40.89ng/ml-44.39ng/ml. The results were reported out of the lab. The original samples were re-tested on a different instrument in the customer's lab and repeated both, in risk stratification range and normal. The actual results were not supplied. In addition, ckmb results were erroneously elevated for all 3 patients and repeated as normal on the different instrument. Based on available information, one patient was prepared for surgery (catheterization). It is not known which patient was prepared for surgery. The customer confirmed no death or injury occurred as a result.

Manufacturer narrative:
The specimens were lithium heparin plasma, collected in bd plastic tubes. Qc was tested prior to the event in 2008. Qc and system check were ran after the event the next day, and both failed. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered two aspirate probes (2 and 4) were not securely seated into the wash arm. The fse cleaned spills that occurred in the wash wheel and incubator track areas as a result of overflowing reaction vessel. After servicing the instrument, the fse conducted a diagnostic testing and all results met specifications. There is no information if patient results for other analytes were affected; however, there is a potential that other pivotal assays could be erroneously reported and treatment decision may be affected. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.